Manufacturer narrative:
(B)(6). Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle of a jelco® hypodermic needle-pro® device detached from the hub while administering a sub-cut injection. The device was used in accordance with the instructions for use. It was noted the device was attached to the syringe "cleanly and securely". The needle remained in the patient after detaching from the hub. Enough of the needle remained projected above the skin, and the needle was removed by hand. No injury to patient or clinician was reported.